Manufacturer narrative:
(B)(4).

Event description:
The device manufacturer's representative (rep) reported there were impedance measurements. They were 0<(>&<)>c 548 ohms, 2<(>&<)>c 319 ohms, 2<(>&<)>3 319, 3<(>&<)>c 319, 0<(>&<)>1 833, 0<(>&<)>2 833, 0 <(>&<)>3 833, 1<(>&<)>2 662 ohms, and 1<(>&<)>3 833 ohms. The rep stated 1<(>&<)>c had a question mark, but when she ran it at a little higher voltage, 2.5v, 1<(>&<)>c was at 576 ohms, but 0<(>&<)>c had ???. The rep stated that stimulation sensation has not changed location. Overstimulation issue doesn't seem to be positional either, the patient is in a wheelchair, and he has limited movement. The rep mentioned that the patient turned stimulation down to avoid uncomfortable stimulation, he did have it at a higher level. The rep stated at 2.70 v, 330pw, 35 rate, longevity is 29 months from the beginning of the implantable neurostimulator (ins) life. An x-ray was recommended by technical services, it would check for lead movement and the length of the lead. The rep stated the patient experienced intermittent stimulation shutting off and when it comes back on, it's extremely painful and strong for the patient. In one incident, it made the patient's whole body shake. The patient's friends were eventually able to find a magnet to turn therapy off for him. Therapy was programmed on contacts 2 and 3, 330pw, rate 35. The patient was at 1.1 when he came in the day of this report to meet with the rep. The patient was in to get injections for his shoulder. It was unknown if there was any emi. The patient has an electric wheelchair, but he has had it for about four years. There were no falls or trauma reported that could be related to this issue. The patient was to follow up with the health care provider (hcp). The patient stated there was painful stimulation. The rep initially stated the issue started two months ago, but later in the call she stated the patient mentioned that it's been about a year since the issue started. Medical history includes other chronic/intract pain (trunk/limbs) and head/neck (non-malignant). Additional information reported the patient chose to run stimulation at lower amplitudes to reduce risk. The hcp has agreed to schedule him for a battery replacement per patient request due to shocking. If additional information is received, a supplemental report will be submitted.